Manufacturer narrative:
H6: evaluation results - a visual inspection of the returned product shows lens is torn in half and a portion of the optic is torn off. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a cq2015 single piece collamer lens and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with same model lens. No patient injury.